Event description:
Device 2 of 4. Reference MFR. Report #: 1627487-2014-05050, reference MFR. Report#: 1627487-2014-05052 and reference MFR. Report#: 1627487-2014-05053. The patient had two 3169 leads (for off-label use/placed supra-orbital/from the same lot) and two 3343 extensions (from the same lot). It was reported the patient was not receiving adequate stimulation. As a result, the patient underwent surgical intervention. Intra-op and prior testing revealed invalid impedance on one of the leads. One of the extensions was also found to have a wire protruding from the ipg header. As a result, the extension was explanted and replaced. The manufacturer's device record database also listed one of the patient's leads was explanted and replaced. All extensions are being reported because it is unknown which extension was explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.